Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and cause visualization of particles. There was no report of patient harm or injury. In previous report b4 date was incorrect. The correct date should have been 05/26/22 which has been corrected in this report.